Event description:
Procedure: wedge resection. Reportedly, with the initial firing the staples deployed, but failed to form properly. The knife cut the tissue, resulting in bleeding. They opened the pt and fired another instrument proximal to the bleeding and successfully removed the nodule.